Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of difficulty in locking the burr was not confirmed. The l ikely cause could not be determined. It was also noted that the distal bearings were misaligned. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-operative preparation for use there was difficulty in locking the burr. There was no patient impact in this event.additional information received stating that the bearings were misaligned.